Manufacturer narrative:
Upon completion of the investigation it was noted that the catheters were visually inspected, no defects were noted. The catheters were irrigated, no occlusions noted. Review of the history device records confirmed the valve product code 82-3072, with lot cbhbv3, conformed to the specifications when released to stock on the 21st june 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The flow of catheter kit was not working during shunt implantation. After changed a new set of catheter kit then the flowing was working well.

Manufacturer narrative:
It was previously reported that the device would not be made available. It was subsequently returned for evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Date of product return was omitted in the previous report.